Manufacturer narrative:
Insulin pump received with motor error alarm during rewind due to a corroded motor home switch. The device was also received in with a protruded/loose drive support disk, scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed motor error during manual prime and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.